Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect(s) of stenosis and stroke are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The UDI is not known as the part and lot number were not provided. B3, b6, & d6: date estimated.

Event description:
It was reported in an article that analysis included 12 studies with a total of 1,243 patients (562 in the drug-eluting stent - des group and 681 in the bare-metal stent - bms group). Wang 2022 mentioned the use of xience stents for the des group in the study with patient outcomes of in-stent restenosis, stroke and periprocedural complications. The comparison indicates that (des significantly reduces the risk of in-stent restenosis and postoperative strokes in patients with vertebral artery stenosis, compared to bms. For both intracranial and vertebral artery stenosis, des and bms exhibit comparable safety profiles. Details are listed in the article titled, "efficacy and safety of drug-eluting stents versus bare-metal stents in symptomatic intracranial and vertebral artery stenosis: a meta-analysis".